Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was not able to verify the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good o2 supply, a known good ac adapter, a known good lung, and a known good circuit connected. The unit powered on and boot up with no issues. The unit passed 70.5 hours of extended bench testing at the customer¿s settings. The ventilator passed the initial alarm volume test, but failed the initial final test with non-conformance at the port to port leak test due to a non-conforming exhalation module. Vyaire installed a known good exhalation module onto unit and the reported issue was resolved.

Event description:
It was reported to vyaire medical that the ventilator had low oxygen readings at 60%. There was no patient involvement associated with this reported event.